Event description:
It was reported that the patient did not experience tremor reduction at any time following a lead of the deep brain stimulation (dbs) system implant procedure in which the leads were placed unilaterally in the ventral intermediate nucleus (of the thalamus) (vim) and that the patient did not experience tremor reduction at any time. Reprogramming was attempted but did not provide adequate results. The patient underwent a revision in which the lead was to be repositioned more posteriorly, the retaining clip was removed. The physician decided to explant the existing lead and implanted a new lead, and a new retaining clip was used to secure the new lead. The patient tolerated the procedure well and is expected to fully recover.